Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with poor sensing and inadequate capture exhibited by the right ventricular lead. The lead appeared to be dislodged and was subsequently capped and replaced on 10 may 2023. The patient was discharged.